Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis patient reported a fluid leak in the cassette compartment after completion of treatment. The patient's effluent was clear. The patient did not take any prophylactic antibiotics. The sample is available and shipping materials were sent.